Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with burning, inflammation, abscess, drainage and pustules underneath the sensor pod area. An abscess formed around the sensor wire on the insertion site, and the patient had to consult a doctor who performed an intervention to remove the abscess. The reaction was treated with a prescription of an oral antibiotics (claforan and penicillin). At the time of the report, the reaction had healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).